Event description:
The pump was returned for investigation. Investigation revealed keypad response issues and contamination, and the display screen was dim and discolored. This report is made based on results of the investigation performed on 03/02/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings: investigation revealed the display screen was dim and discolored. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the up, down, and contrast key contacts. Unrelated to the display and keypad issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.